Event description:
It was reported that (B)(6) legacy plus pump had over-infusion of medication. No patient injury reported.

Event description:
It was reported that cadd-legacy plus pump had over-infusion of medication. No patient injury reported.